Manufacturer narrative:
We could not reliably determine the exact cause of the difficulty reported as the center rod was not returned for evaluation.

Event description:
During a left colon resection procedure, reportedly the center rod did not function properly. The surgeon applied another device to complete the procedure without pt injury.